Event description:
Patient had poor anatomy. As a result, the positioning of the main body graft was very complex. Post angiogram of the endovascular graft placement noted what appeared to be a "blushing." The angiogram was further examined and it was determined that the main body graft may not have been deployed high enough to successfully exclude the aneurysm at the proximal fixation site. A main body graft was deployed at the proximal portion of the suprarenal stent in order to extend the graft and provide the additional coverage in the aortic neck. Final angiogram noted a resolve to the endoleak.